Event description:
Patient experienced hyperglycemia and ketosis and was hospitalized on (B)(6) 2010. Infusion device displayed e4 occlusion error, and patient "filled the infusion set and did not pay more attention to her bg values." Patient reported e4 occlusion error has occurred several times during the night. Patient changed the insulin cartridge and infusion set. Patient was in the hospital for 1.5 days. Blood glucose elevated above 30 mmol/l and normal blood glucose is 4-16 mmol/l. Patient corrected hyperglycemia with an insulin pen. Infusion set is typically changed every 2-3 days and insulin cartridge every 6 days. Patient was on a new medication but did not have an infection. Infusion device was not exposed to electromagnetic fields or water. Patient did not lose consciousness. Infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.